Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. The complaint cannot be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. Additional information was received on 25aug2025 that can be found in b5. Corrected information can be found in d10 and e3 - initial reporter occupation.

Event description:
Additional information from the customer facility was received on 25-aug-2025 via email. The reporter stated that, there was no cut, hole in the line, and it was at the end where you screw the b line onto the chamber part. The product was stored in its original box or is on the trolleys. The fact this has happened in not only at (B)(6) but also (B)(6). They feel it is not down to the storage of the equipment but faulty equipment.

Manufacturer narrative:
The device is available for evaluation, however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, secure lock, 225 cm where the customer reported that they were having issues with the primary line b-port becoming locked and no longer being able to be used, causing systemic anti-cancer therapy (sact) treatment to leak and having to be remade. It is unknown how long the device was in use and the identity of involved and/or mating devices is syringe. There was patient involvement, a delay in therapy but harm was not reported as a consequence of this event.